Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. Some channels on the equipment interface box were not functioning. There was no reported procedure delay. The surgery continued with the use of navigation. There was no impact on patient outcome. No further information was provided. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A follow-up from the representative stated that channels 1/3/5 are not functioning, but channels 2/4/6 are working.

Manufacturer narrative:
System serial number updated. If information is provided in the future, a supplemental report will be issued.